Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine at an unknown concentration and dose via an implantable pump for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. It was reported that the patient inquired about medication that had approval to be used in the pump. The healthcare provider (hcp) had filled the pump with klonopin in 2015 and the patient ended up in the hospital from burning. It was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.